Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "a needle staying inside the shield was separated from the hub."

Manufacturer narrative:
H.6. Investigation summary customer returned photos of a 3/10cc syringe. Customer states that a needle staying inside the shield was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a needle staying inside the shield was separated from the hub."